Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to refractive suprise. On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. Cause of the event is other.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was explanted due to refractive surprise. On (B)(6) 2023, a replacement lens was implanted of different power and the problem was resolved. Cause of the event is other and surgeon reports "wrong calculation mistake done by a doctor". Claim#: (B)(4).